Manufacturer narrative:
One opened/used infusion set was inspected and manual prime and high pressure test were performed using a new lab reservoir and insulin pump. The infusion set passed per specifications. No occlusion anomaly was observed during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal and she experienced high blood glucose. Blood glucose value was 459 mg/dl which she treated with manual injection. The customer stated she changed the infusion set and received a no delivery alarm during manual prime. The customer disconnected and reconnected the infusion set and reservoir but insulin did not exit. The customer connected a new infusion set to the current reservoir and was able to prime. The infusion set was replaced and returned for analysis.